Event description:
The reporter stated that the product package was opened and meshed using a brennan mesher. The black thread in the product silicone layer, that ensures proper placement of the product on the wound, separated from the template during the meshing process. The reporter stated that this resulted in the surgical procedure being prolonged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.